Event description:
Near the end of the scheduled procedure (endometrial ablation) the sureon discovered the black, plactic, insulatedx tip of the hysteroscope resectoscope was missing. The tip was visualized in the funds of the uterus. Using the grasping forceps of the hysteroscope and then polyp forceps, the foreign body was removed from the uterine cavity. This prolonged the procedure approximately one hourdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.